Event description:
A report was received that the patient experienced impulsive behavior. He was given medication and was referred to psychiatry. The event is currently recovering. The non serious adverse event was reported as related to the stimulation and not related to the procedure or device.

Event description:
A report was received that the patient experienced impulsive behavior. He was given medication and was referred to psychiatry. The event is currently recovering. The non serious adverse event was reported as related to the stimulation and not related to the procedure or device. Additional information was received that the event resolved.